Event description:
Indication: common variable immunodeficiency, unspecified. Spontaneous call patient called reporting that their f120 freedom tubing was defective and leaked out about 10 gm of the medication. Patient is continuing on infusion with f180 freedom tubing with the remainder. No side effect reported from the partial dose. Unknown if prescriber is aware. Unknown if patient has defective product on hand for return for inspection. Reported to (B)(6) by pt/caregiver.